Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side device rupture discovered during replacement surgery. The patient requested implant replacement breast changes due to pregnancy and breast feeding (atrophy). No symptoms". The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side device rupture discovered during replacement surgery. "The patient requested implant replacement breast changes due to pregnancy and breast feeding (atrophy). No symptoms". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6).